Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, the starclose se device could not be snapped into the exchange sheath. Guide wire access remained and the device was exchanged for a second starclose se device, the same exchange sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction, the part number has been changed from 14679-01 to 14679-05. Evaluation summary: the device was returned for evaluation. The bent condition of the cutter would have prevented complete sheath to device handle attachment, confirming the reported event. Based on the investigation findings, the cause for the detected damaged cutter and reported event was related to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.